Manufacturer narrative:
A ge service representative performed an on site investigation. The single board computer, the backplane and its mount, the video controller, the display adapter, the image processor, the system hard drive, and the release 10 software, were installed. The system was tested and operates as intended.

Event description:
The customer reported the 6800 system made a "buzzing" noise, displayed an error message on the right monitor that was too fast to read, and the images had shrunk. This occurred inside a procedure, however no patient injury was reported.